Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneous elevated total t4 result above the normal reference range for one patient generated by the unicel dxc600i synchron access clinical system. The erroneous result was not reported out of the laboratory. The sample was repeated on the same instrument and lower results below the normal reference range of the assay were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was serum and collected in a greiner vacuette, lihep plasma tube. The sample was centrifuged for 10 minutes at 3400 rpm in a fixed angle centrifuge. Tt4qc was performing within the customer's established ranges on the day of the event. A system check performed on (B)(6) 2011 passed within instrument specifications, system check data from the week of the event has not been supplied to date. A review of customer supplied b12 qc data shows some erratic results, however, b12 qc is performing within the stated precision limits of the b12 assay. On (B)(4) 2011, a bec field service engineer (fse) performed a pm per established procedures and all parts contained in the pm kit were replaced. Fse verified hardware by performing a high sensitivity system check within instrument specifications and by performing qc within the customer's established limits. Although the fse completed some repairs at the time of service, a definitive root cause has not been determined for this event to date.